Event description:
The customer contact reported the patient received more medication than intended. At an unspecified time,, the pump was programmed to deliver fentanyl 00mcg with bupivacaine 5% in 100ml of normal saline. No specific programming parameters were provided. At 0030 the epidural infusion was started. At 1030 the nurse noted that the pump display indicated 75ml was left to be infused; however, the container was empty. The nurse also noted air was in the tubing distal to the pump with no alarm. The pump was removed from clinical service. Therapy was resumed using a replacement device. There were no reported adverse patient effects. No medical interventions were required. Though requested, no additional information was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. This report represents all the information known by the reporter upon query by hospira personnel.